Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload noted a fully fired and a deformed anvil clamping mechanism. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the deformed anvil clamping mechanism may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. The first firing to resect the duodenum was successful. After the firing, the nurse attempted to remove the reload, but the black release button was stiff and it could not be unloaded. The nurse removed the adapter from the powered handle with the reload still loaded. Another adapter was used on the powered handle, and the device was able to fire and be unloaded successfully. No patient injury or extension in surgical time. Another device was used to complete the procedure. Patient status is no problem.